Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window the metal cap exhibits mild char; the fiber was tested with hene laser fixture, the aim beam is visible at the output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using two surgical fibers during a prostate procedure, diminished tissue vaporization was observed at 7,848 and 9,621 joules of use respectively, and that the system continually went into standby mode. It was further reported that "the doctors technique was not in question, nor was he burying the fiber into the tissue". The case was completed using an alternate procedure (turp). Patient outcome: "no injury to the patient" reported. This report is for the second surgical fiber used.